Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The received sample was taken to a visual inspection. As received condition, the white clamp and the patient connector were opened. After opening the big top cap and removing of the closing cone, crystallized drug residues was detected. The sample was taken to a functional test respectively a leak test was carried out. Leakage was not detected at the received sample. Furthermore, the flow rate of the pump was tested. The flow rate of the pump is within specification. Based on the evaluation results, the sample is within the specification. Damages that would lead to a malfunction were not detected. The reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: patient stated that the pump completed the infusion the evening before going in to have it removed. Patient stated that the pump completed the infusion the evening before going in to have it removed. Patient reported abnormal heart palpitations for a limited amount of time the day before.